Event description:
The report states that after completing the third seal, the device became locked on tissue and had to be pulled off. There was a small amount of oozing, but no other pt injury. Another device was used to complete the procedure without further incident. Upon return of the device for investigation, the knife blade was found to be protruding from the jaws of the device.

Manufacturer narrative:
The jaws of the incident device had tissue between them and the knife was protruding from the jaw. The knife was inspected and revealed the webbing was bent. Engineering evals have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws. Turning the rotation wheel while the handle is fully closed can also cause the jaws to lock shut. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.